Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the pro240 device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2019 a patient underwent a convergent procedure with left atrial appendage management. After placement of the pro240 clip, when removing the applier, the distal end of the device caught on the phrenic nerve. The surgeon gently removed the phrenic nerve from the tip of the device using an endoscopic kitner. A post-op x-ray was performed to assess the diaphragm to help diagnose if damage had occurred to the nerve, and the results appeared normal. A follow up report was received on 28-feb-2020 that the patient was diagnosed with diaphragmatic paralysis. This was a procedural complication. There was no reported device malfunction.